Event description:
It was reported that approximately two months post ivc filter implant, during a scheduled retrieval, imaging demonstrated that the filter was tilted approx 90 degrees, with the apex of the filter resting in the right renal vein. Reportedly, attempts to remove the filter were performed using both a recovery cone retrieval system and a snare. However, the filter could not be retrieved. Reportedly, the pt was sent to another facility where an additional retrieval attempt was to be performed. No report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.